Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 during repair of the catheter, surgical examination found the pump to be freely mobile. Intervention included repositioned/revised pump pocket on (B)(6) 2018. The event resulted in in-patient or prolonged hospitalization. The device diagnosis was pump migration. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)- catheter occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump migration was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.